Event description:
Related manufacturer reference number: 2017865-2023-22388. It was reported that oversensing of non-physiological signals was noted on the right atrial (ra) lead and right ventricular (rv) lead resulting in false atrial tachycardia (at) detection and false high ventricular rate (hvr) episodes. No interventions were performed. There were no adverse health consequences, the patient was stable.